Manufacturer narrative:
Integra has completed their internal investigation on 02/19/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the customer returned only the introducer assembly without stylet and with the collet that was not present inside the bolt cranial. A review of customer sales order since nov-2014 to date indicates that there were (B)(4). Lots met all requirements before released to finished goods. (B)(4). The reported customer complaint that the collet came out of the bolt introducer assembly was verified. The returned 110-4b bolt introducer assembly came with the collet component removed from the rest of the assembly. The root cause of the reported complaint can be attributed to user error. The dfu included with each camino catheter monitoring kit explicitly states ¿if loosening is required, take care to ensure no component or part of the camino catheter moves or falls out during loosening. Failure to do so may result in an inability to secure the catheter¿. In this case, the user caused the collet to fall out of the bolt introducer assembly when loosening the bolt.

Manufacturer narrative:
Additional information received from the customer on 17dec2015: date of the incident was on (B)(6) 2015. The procedure was performed by a neuro intensivist. The piece of plastic was retrieved in it¿s entirety. The incident occurred during insertion. The serial number of the (B)(4) catheter was unable to be provided by the customer. After the plastic was discovered, the product was removed and a new bolt was inserted.

Event description:
After removing the tool to cannulate the dura, a piece of plastic came from the inner cannula of the bolt. There was no patient injury and no delay in surgery. Additional information has been requested.